Event description:
A surgeon reported a pt experiencing an unexpected postoperative refraction following bilateral intraocular lens (iol) implant surgery. The surgeon reported the pt was treated with medications for conjunctivitis. Posterior capsule opacification was noted for this iol. In a follow up, the surgeon reported the event continues with the pt having continued myopic changes. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis: the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 06/30/2009 and 07/16/2009 by phone, fax, and mail. A completed questionnaire was received on 07/17/2009. Medical records were received on 07/16/2009. This report was mailed to FDA on: 07/24/2009.